Manufacturer narrative:
Results: bd received one shelf carton of 200 10ml packaged syringes from the customer in support of this complaint. It was confirmed to be from batch #7118867 (p/n 302995). Twenty syringes were randomly selected for visual inspection. The twenty syringes had no visual defects on the syringe package. The syringes were removed from blister to inspect silicone content. All twenty syringes were observed to have an acceptable amount of silicone on the barrel interior. The amount observed was a normal and expected amount of silicone for this product per product specification. No silicone or oily substances were found on the barrel exterior. No visual defects of the assembled syringes were observed. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Conclusion: bd canaan was not able to duplicate or confirm the customer's indicated failure. Unable to determine a root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd syringe 10ml luer-lok" tip had an oily foreign matter substance both inside and outside of syringe. Found before use. No serious injury or medical intervention noted.